Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m168966 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m168966 and test base part number 190-430 / lot m168966. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m168966 showed that the complaint rate is (B)(4). In addition, a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m168966 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release as the logfiles were not provided. Review of complaints against the kit lot(s) for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting results with the ID now covid-19 assay performed on (B)(6) 2021 with an unknown sample. The patient's swab sample was taken and then tested using ID now covid-19, the results were invalid. The analyst then re-test using samples from the same sample receiver and new test base and a new transfer cartridge, the results were positive (valid result). Re-sampling of the swab was carried out, which was then re-test using ID now covid-19 and obtained negative results. Second result were different from the first results. The lab then issued a negative result for the patient. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.